Manufacturer narrative:
G2: the country of the event is es medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a recently implanted patient indicated that when she moves or does some activities she sometimes feels a warm sensation near the place where the system is implanted. She wanted to ask if this was normal. Patient also asked if she can sunbathe, considering she has an implant. For the warm/heating sensation during activities, the patient was referred back to the hospital. Regarding the sunbathing question, discussed that it is unlikely that the ambient heat would affect an implanted neurostimulation system. This heat is topical, and since our bodies tend to maintain thermal homeostasis (37°c), it is highly improbable that the implanted device would be affected. If the patient feels that the high temperature is affecting the ins system, they should limit the exposure until their treating physician is contacted. Patient has been notified that they should call back if their issue is not resolved permanently.